Event description:
Zoom 71 was used to treat a clot located in the m1. The patient had a tortuous anatomy with an unknown arch type and no report of any presence of stenosis/calcification. Access was obtained with a third-party access catheter, a third party micro catheter, third party guidewire, and zoom 71. The third-party access catheter was parked at the cervical ica. Resistance was felt while advancing the zoom 71 to the m1 clot potentially due to a kink in the third-party access catheter. The physician performed a run and decided to retract the zoom 71 out of the patient. Resistance was encountered while retracting the zoom 71 out of the third-party access catheter. Upon removal from the patient, the tip of the zoom 71 was observed to be "hanging on" to the zoom 71 catheter. The physician then used a third- party aspiration catheter and a third-party stent retriever to complete the case. Tici 3 score was achieved and the patient was reported to be stable.

Manufacturer narrative:
The zoom 71 was returned separated in distal and proximal catheter segments. Device investigation noted damage which suggests an axial force was applied during the procedure, resulting in stretching of shaft materials prior to the device breaking. It was also noted the distal segment had multiple kinks and stretched material. The manufacturing records for the zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications. A root cause for the shaft break could not be determined from the device investigation. However, based on the reported complaint information, the potential cause identified is retraction against resistance of the zoom 71 within in tortuous anatomy through a potentially kinked third-party access catheter. The zoom IFU provides the following warning related to resistance. "Exercise care when manipulating the device through tortuous anatomy. Do not advance or withdraw the catheters or accessory/adjunctive devices against resistance without careful assessment of the cause under fluoroscopy. If the cause cannot be determined, withdraw all devices as a single unit. Excessive manipulation or torquing the device against resistance may result in damage to the vasculature or the device."